Event description:
Two discordant advia centaur xp results (vancomycin and bnp) were obtained on two different patient samples. The instrument results were released to the physician(s). Upon repeat the corrected results were reported out. Dose of vancomycin was withheld from patient based on initial result. There was no report of patient intervention or adverse health consequences due to the discordant bnp result.

Manufacturer narrative:
The customer mistakenly placed the acid into the base position on the advia centaur xp system. Upon realizing the mistake the customer replaced the acid and base, primed the system and repeated all samples. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer mistakenly placed the acid into the base position on the advia centaur xp system. Upon realizing the mistake the customer replaced the acid and base, primed the system and repeated all samples. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant advia centaur xp results (vancomycin and bnp) were obtained on two different patient samples. The instrument results were released to the physician(s). Upon repeat the corrected results were reported out. Dose of vancomycin was withheld from patient based on initial result. There was no report of patient intervention or adverse health consequences due to the discordant bnp result.